Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring was in the path of the cautery jaws and didn't angle away so as to avoid interference. A new device was used to finish the case. There was a procedural delay. There was no patient harm.

Manufacturer narrative:
Tw ID#1039445 since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section: medical device ¿ problem code : code "1384" has been removed. A lot history record review was completed for lots 3000382876, 3000393913, and 3000393933 the last 3 lots shipped to the account prior to the event/aware date. Lot 3000382876. There was one (01) ncmr , rework, or deviations documented for the reported event. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure. The lots # 3000393913, and 3000393933 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported event. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.